Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2012 by phone, fax and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).

Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported it is unk if the iol caused or contributed to the event. The lens appears in the proper position and preoperative measurements seemed accurate. The event continues with the pt having a large amount of residual astigmatism and myopia despite proper placement of the iol.